Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a lite glove. The customer reports that the scrub nurse noticed the lite glove was split at the end of thjr. As they were unsure of when the split happened, they gave the patient an additional dose of antibiotics. The customer reports that this happened with two lite gloves during the same procedure. The customer further reports that the patient did not develop any post-operative infection and there was no adverse effect to the patient.

Manufacturer narrative:
Submit date: 12/17/2013. An investigation is currently underway. Upon completion, the results will be forwarded.